Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced retraction issues. The following information was provided by the initial reporter. The customer stated: it was reported that the needle was half retracted prior to use. Concern description: when collection set was opened (prior to use) it was discovered that the needle was already half retracted.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for preactivation with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of preactivation was observed in one of the 100 samples evaluated. The root cause of the partial preactivation was a cracked/broken trigger arm on the hub. The crack is located at the base of the button. The crack changed the angle of the button causing it to remain engaged against the front barrel when the part was activated. Further investigation is being carried out relating to this issue. Awareness has been created in the quality, engineering and operations departments. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced retraction issues. The following information was provided by the initial reporter. The customer stated: it was reported that the needle was half retracted prior to use. Concern description: when collection set was opened (prior to use) it was discovered that the needle was already half retracted.